Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that the 2-way solenoid valve was defective. The fse performed repairs by replacing the 2-way solenoid valve which resolved the issue. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was di (de-ionized) water which had leaked from the cc (cartridge chemistry) reagent probe a collar wash of the unicel dxc 800 pro synchron system. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.